Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 589 mg/dl at the time of incident her blood glucose value later was 541 and tech support called emergency medical service. The customer¿s other blood glucose value was 592 mg/dl, 600 mg/dl, 400 mg/dl. The customer treated high blood glucose with bolus through insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.